Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "pain, discomfort , rupture confirmed by MRI". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported left side "pain, discomfort , rupture confirmed by MRI". Healthcare professional later reported "palpable lump", "breast pain", "intracapsular rupture", "amount of fibroglandular tissue: heterogeneous". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken device assessed as surgical damage and missing. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side pain, discomfort, rupture, palpable lump, and heterogeneous fibroglandular tissue. Device has been explanted